Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-10737. It was reported that there was noise on the right ventricular lead. The lead was capped. The physician had difficulty passing the replacement lead by the two chronic leads. After several twists and turns, the physician noted that the helix was deploying slightly. The lead was then removed and a new lead was successfully implanted. There were no adverse events during the procedure, and the patient was in stable condition.